Event description:
It was reported that there was a general complaint of over infusion that involved nine 9 pump channels over a one month period. It was reported that events resulted in "monitoring/labs and event escalation". Although requested, additional details were not provided. There was patient involvement but unknown outcome.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.